Manufacturer narrative:
A sample is expected to return for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported during a vitrectomy a 25 gauge illuminator came apart after incision had been made. The illuminator probe was switched out and the procedure was completed. There was a 3-4 min delay reported. There was no pt harm or injury reported.